Event description:
Report 2 of 2. It was reported that a patient developed a urinary tract infection after used of the scope. The customer previously had a ureteral stent removed and thought the symptoms were related to the removal. After use of the scope the patient reported discomfort and burning while urinating. The patient was treated with cefdinir 300mg by mouth. The patient is doing well. The customer reported they are not using a scope cabinet when drying the scopes after reprocessing, instead they are being hung on a wall in a glass container. Additionally, the customer was not able to confirm any type of cleaning or disinfectant process for the glass containers. The customer states they are unfamiliar with how to test the scope.